Event description:
A fasely elevated ctni result of 0.65 ng/ml was obtained on a pt sample. A reddraw was tested and a result of 0.62 ng/ml was obtained. Sample was run with alternate methodology and the result was negative. Pt was admitted for observation. There was no report of adverse health cosequences as a result of the fasely elevated ctni result. Ctni results were repeatable on different samples. The reddrawn sample resulted in a value that was normal on an alternate methodology. Bacause of these facts, a non specific binding interference is the most likely cause for this event.